Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed elevated blood glucose while using the ilet, expressed concern about a potential cartridge leak, and was guided to inspect the cartridge without finding any issue; blood glucose peaked at 226 mg/dl and trended down during and after the call. Symptoms included hyperglycemia without ketone testing, without loss of consciousness or other acute clinical manifestations, and without need for medical intervention. Outcomes included temporary limitation in daily activities due to stress and concern, with no hospitalization and no use of backup therapy. Investigation included troubleshooting and user education, including cartridge inspection and reinforcement of routine operation and stress-management guidance. Investigation of this case revealed no device malfunction or component anomaly and no confirmed infusion or cartridge issue; contributing factors included stress and ingestion of coffee with creamer containing sugar. It was concluded, based on previously established findings for similar reports, that the cause was unclear.